Manufacturer narrative:
(B)(4) captures the reportable investigation result of balloon pinhole. Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole close to the proximal ro marker of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole. Additionally, the ro marker was inspected and was in good condition. With the available information, the investigation concluded that it is possible that interaction with scope and other devices during the procedure could create friction, causing the balloon pin hole. Therefore the most probable cause of the balloon pinhole is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
A hurricane rx dilation balloon was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a balloon pinhole was found. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.